Event description:
It was reported that the patient received inappropriate therapy. High hv impedance was observed. Externalized conductors were noted via x-ray. Lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.0cm to 14.5cm from the distal tip. The etfe coating of the rv conductors was intact at the abrasion site. External insulation abrasions were found at 10.0-10.5 cm, 22.0cm, and 39.5cm from the distal tip. The etfe coating was intact at the abrasion sites. A fracture of the rv conductors was found underneath the rv shock coil. This damage could contribute to the high lead impedance issue.